Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 453 mg/dl. Customer's current blood glucose level was 294 mg/dl. Customer was treated with manual injection and insulin pump. Customer declined to check air bubbles and leak. Customer was not using auto mode feature. Customer stated that the cannula was bent. Customer was not alleging insulin pump for under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.